Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify any sensor issue due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked keypad overlay at select button.

Event description:
Customer that the insulin pump had crack and some scratches on center button. Customer's blood glucose value unknown. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.